Manufacturer narrative:
A ge service rep performed an onsite investigation. The hand control was evaluated and replaced. The system boards, power supplies and connections were evaluated, cleaned and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a table communication error. This error disables x-ray functionality on this system. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.